Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient underwent right side explantation and replacement with allergan style 68hp/ lot# 1616840; 465cc on (B)(6) 2008. Hence, date of explant under field d6b has been updated to (B)(6) 2008 on this form, on (B)(6) 2021, confirmation was received that patient has had no issue in 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with unknown size unknown gel implants and experienced breast implant rupture on her right side. As a result, the patient underwent explantation and replacement surgery on (B)(6) 2008.